Manufacturer narrative:
Product ID: 8709sc lot# serial# (B)(4), implanted: 2011 (B)(6), product type catheter. (B)(4).

Event description:
It was reported that the patient experienced withdrawal. Symptoms included fever, shaking, and ¿stretching out of the arms¿. It was reported the patient ¿would move around in bed real hard, hurting herself from the movement¿, that she ¿felt like her stomach was exploding and felt she ¿was dying.¿ the device system was used to deliver clonidine and dilaudid.